Event description:
The dermatome is cutting deep in the center and not on the sides. Reporter indicates using padgett blades for the procedure. Reporter is not sure what the dermatome was set at when used during the procedure. The surgeon was given a different dermatome to finish the procedure.